Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. No potential root cause could be concluded due to insufficient information. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. Corrections: f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that 20 separate datix incident reports of urethral injury from bard foley catheters had been received. The injuries range from unclassified to 1.5 cm erosion. It was stated that this patient had uncategorised urethral damage only (patient #13). The number of patients involved were 20. It was stated that the tissue viability team were contacted and all patients were treated appropriately for their injury.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. A potential root cause for this failure mode could be due to over gauging causing outside diameter too large and potential to cause injury to the bladder/urethra, ex: bleeding/irritation/pain. The DHR review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that 20 separate datix incident reports of urethral injury from bard foley catheters had been received. The injuries range from unclassified to 1.5 cm erosion. It was stated that this patient had uncategorised urethral damage only (patient #13). The number of patients involved were 20. It was stated that the tissue viability team were contacted and all patients were treated appropriately for their injury.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that 20 separate datix incident reports of urethral injury from bard foley catheters had been received. The injuries range from unclassified to 1.5 cm erosion. It was stated that this patient had uncategorised urethral damage only (patient #13). The number of patients involved were 20. It was stated that the tissue viability team were contacted and all patients were treated appropriately for their injury.